Event description:
It was reported the patient was having trouble with her recharger and was having a hard time recharging her implantable neurostimulator (ins). The patient was receiving the reposition antenna icon. It was noted the patient¿s ins was implanted in the buttocks and was a hard place for her to charge. The patient had been trying to recharge for 2 hours and kept getting the reposition antenna icon. The patient had turned off her stimulation the day prior to this report and had last recharged 3 days prior. The patient was getting a low battery icon on her patient programmer. It was noted the patient used to get ¿this issue quite a bit but it would eventually recharge, but now the issue started back again and she could not start recharging.¿ follow up information obtained reported that there were no defects seen with the implantable neurostimulator (ins). The patient was reprogrammed and the adaptive feature on the device re-oriented with the result that everything was ¿good¿. If additional information is received, a follow up report will be sent. Additional information received reported that the patient was in the hospital to switch her implanted device for another manufacturers device with a paddle but that something had gone wrong. It was noted that they were switching them because the coverage was terrible and it was everywhere but the lumbar. It was noted that the patient was still in the hospital on the day of report when she was supposed to be released on saturday. Additional information received reported that the patient was complaining that she never got good coverage with the implant and that the pain never went away. It was noted that she had a hard time recharging. It was noted that the doctor removed the implant and replaced it with another manufacturer¿s device on the friday prior to report. It was noted that the patient was getting better coverage and recharging easier. Additional information received reported that the patient¿s current issues were with pain management and due to current surgery unrelated to manufacturer¿s device. It was noted that they were not informed of the explant and only learned of it after it was complete. It was noted that they had the device switch because of inadequate coverage.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).